Event description:
It was observed during the device inspection, the duodenovideoscope¿s pipe protecting forceps elevator wire (k-pipe) had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Suggested event can be inspected and prevented by following below IFU. Prevention method is described in the reprocessing manual jf type 260v,tjf type 260v chapter 3 cleaning, disinfection and sterilization procedures inspection method is described in the operation manual jf type 260v,tjf type 260v chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.